Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4). The previously reported conclusion codes no longer apply to this event.

Event description:
It was reported the patient was not receiving pain / symptom relief. The patient stated there was something wrong with his pump, because during the dye study (date not reported) "the dye never made it to the catheter". The pump was replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported; the device registration system indicated morphine.

Manufacturer narrative:
(B)(4).